Manufacturer narrative:
Savina 300 is equipped with internal batteries to bridge power interruptions. The internal batteries are expected to reach 45 min if they are in good condition and completely charged. Additionally there is the option to equip the device with external batteries for patient transport. The external batteries are assembled into the trolley and reach 4 hours if they are in good condition and completely charged. The concerned device was only equipped with internal batteries, although it was often used for transport. The batteries which were installed during the reported event were replaced and sent to dräger for investigation. They were installed in a savina 300 and charged. Thereafter the ventilation with high load ("flowacceleration" active) on battery was possible for 18 min, until the ¿battery discharged¿-alarm was posted. Thereafter 2 minutes remained until ventilation was switched off and the specified buzzer alarm was posted. It can be concluded that the internal batteries suffered from premature aging due to regular use during transport and possibly short charging periods in between. This resulted in too short usage time on battery, the battery-alarms were given. It is recommended in the IFU to install external batteries for devices which are used for patient transport. The reported event is a rare case. Recommendation is given to install external batteries.

Event description:
Please see initial-report.

Manufacturer narrative:
The investigation was started but is not yet concluded. The investigation result will be reported in a follow up-report.

Event description:
It was reported that: the savina 300 was used for an inner-clinical patient transport and switched off with alarm when the transport reached the intensive care unit. The patient was ventilated with an alternative device and no deterioration in state of health was reported. Prior to the event the savina 300 was in mains operation. Every day the device is used for some inner-clinical transports.